Event description:
It is reported that the device was implanted in 1990. Revision surgery occurred in 2007, due to breakage. Exact implant date is unk.

Manufacturer narrative:
Evaluation summary: no product received with per for evaluation. Also, x-rays are not available for review. The devices were implanted for approx 17 yrs. The cause of the problem could not be determined due to insufficient info. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.